Event description:
An infection in the area of the hip required a revision surgery to swap out the head an liner on a total hip. The doctor reported high levels of wear on the trunnion/head connection. In addition to high levels of wear metallosis was reported.

Manufacturer narrative:
Manufacturing date corrected. An event regarding infection and metallosis involving a 32mm +4 lfit v40 head was reported. The event was not confirmed. A material analysis indicated no material or manufacturing defects observed. A review of the material analysis report by a clinical consultant indicated the infection aspect of this pi case is caused by an adverse mix of patient-related and procedure-related factors and this pi section is not device-related. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot or sterile lot. The exact cause of the event could not be determined because of a lack of information. Further information such as medical records and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
An infection in the area of the hip required a revision surgery to swap out the head an liner on a total hip. The doctor reported high levels of wear on the trunnion/head connection. In addition to high levels of wear metallosis was reported.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.